Event description:
The customer reported that the system froze and locked up. System functionality was unable to be recovered by the user. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The 5 vdc power supply was also evaluated and the pcb connection in the system were cleaned as part of the service event. The system was tested and found to be working as intended and returned to service.